Event description:
It was reported that there was software failure.

Manufacturer narrative:
The customer reported problem was confirmed. Upon visual inspection the service technician noted that they flashed software 9.15.1. Review of the pump module error logs confirmed the software failure was present in the logs. A review of the device history record for (B)(6) was performed from date of manufacture 12/02/2014 to present date 10/02/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to software issue.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was software failure.